Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected restart, a cold reset was performed as well as external ram crc error. Customer's blood glucose value was 85 mg/dl at the time of the incident. Customer reported that when he was trying to give himself a bolus, the insulin pump prompted a insulin pump error again which also happened 3 weeks ago. After the error has been cleared, customer was prompted to do a rewind. Customer stated that he was already on his day 1 and a half and was connected to his body so he couldn¿t do rewind. Customer needed assistance to do it and wanted to know why the said error happened. The customer was assisted with troubleshooting. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.